Event description:
A notification was received via impact study ¿(B)(6) medical center: (B)(4)¿ regarding a patient who experienced arrhythmia and hemolysis during impella 5.5 support, possibly triggered by device insertion. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
It was reported through an impact study that the patient encountered the following during impella support: paroxysmal atrial fibrillation, severe vasodilatory shock, acute kidney injury (aki), impella access site hematoma, vascular access site hematoma, acute blood loss anemia, blood loss anemia and hemolysis. The investigator found that the device insertion could trigger arrythmia's and low-level hemolysis can cause aki. Additionally, due to the acute blood loss anemia the patient received 3 units of packed red blood cells (prbcs), 3 units of platelets, one unit of cryo, and 500 of anti-inhibitor coagulant complex intraoperatively.

Manufacturer narrative:
The investigation of vf/vt/af/at, hemolysis, access site bleeding, and renal failure has not been completed. Should new information be received, a supplemental manufacturer device report will be filed. B3 date of event was erroneously entered on the initial manufacturer device report number. B5 narrative on the initial manufacturer device report number was incomplete h6 health effect - clinical codes 1888, 4499, 1884, and health effect - impact codes 4643 and 4644 were inadvertently omitted on the initial manufacturer device report number.